Manufacturer narrative:
The suspect device was not returned for evaluation. Investigation was conducted using a photo provided by the complainant. The complaint was confirmed and a root cause is improper adhesive placement during assembly. A review of the device history record was performed and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Customer reports the handle detached from the device . No reported injury.